Manufacturer narrative:
Device is under evaluation with ebme department at torbay hospital device will not be returned to manufacturer. If we receive a copy of their report, it will submit as a follow up report.

Event description:
Our ref: 2006 0804/6/1 mhra ref: 2006/007/026/401/001 no long term patient injury.ms18a (18249). Report reads patient being treated for ca prostate syringe driver recharged at 11:30am with oxycodone 60mgs. Metoclopramide 30mg and levomeprazine 6.25mg = 15mls. At 11:40 am fluid was reported to be pouring out of the skin site battery removed from syringe driver. On checking only 4mls of fluid remained in syringe. A 9.5mls had been in the syringe when recorded (44mg of oxycodone and been administered). Giving set and cannula removed. Patient became drowsy, but rousable - respiratory rate <6p/m. Device found to be wet and had been dropped in a bath. Naloxone 200mg IV given with good response. Patient recovered satisfactorily.